Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue with the power module¿s backup battery was unable to be confirmed. The power module backup battery was not returned for analysis. Additional information provided on 12oct2023 stated that no patient was involved with this event. Additional information provided on 27nov2023 stated that the battery was disposed of and that the serial number was unable to be provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records the power module backup battery were unable to be reviewed due to no serial number being provided. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" and heartmate power module instructions for use under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the internal battery was replaced which resolved the reported alarms.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had red and yellow alarm along with the internal battery unable to be charged. A replacement battery was to be requested.